Manufacturer narrative:
Eval summary: neither x-rays nor op-notes were provided. As such, surgical technique and results cannot be reviewed. Based on the available info, an specific cause for the reported condition cannot be determined. There are no indications of product contribution. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is experiencing pain.